Event description:
My surgeon used the medtronic infuse which caused me pain and required me to see a doctor frequently after the surgery and has me constantly worried about whether things will get worse. I've had a second surgery and had the first removed and replaced.